Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the wire was missing from the blood chamber, when pulling back the housing from the catheter. The wire appeared to be at the bottom of the inside of the catheter housing. Additional information received (B)(6) 2023 - it was reported by the customer "we immediately discarded in the sharps to prevent accidental stick injury."

Event description:
It was reported by the customer the wire was missing from the blood chamber, when pulling back the housing from the catheter. The wire appeared to be at the bottom of the inside of the catheter housing. Additional information received 3/1/2023 - it was reported by the customer "we immediately discarded in the sharps to prevent accidental stick injury."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.